Manufacturer narrative:
An additional aortic tag thoracic endoprosthesis (ctag) item number tgu343420 was also involved with this complaint. The information described in this report was collected by the society of vascular surgery patient safety organization for the vascular quality initiative (vqi). Vqi data is double blinded, and is not managed, maintained or supervised by gore or any representative of gore. No additional information related to this event will be made available to gore by the vqi. Therefore, further investigation is not possible.

Event description:
It was reported to gore via the vascular quality initiative (vqi) that on an unknown date in 2015 a patient underwent urgent endovascular treatment of a symptomatic acute dissection in zone 3 and 4, which extended to zone 5. The tevar indication was pain. The primary entry tear was located in zone 3 and was covered. Two conformable gore® tag® thoracic endoprostheses (tgu313115 and tgu343420) was implanted within zones 2, with coverage extending distally to zone 5. At the time of the initial procedure, the maximum aortic diameter was reported to measure 30mm, in zone 5. Additionally a branch procedure involving the celiac artery (ca), superior mesenteric artery (sma) and left and right renal arteries (lra/rra) and left and right common iliac arteries was performed. Post branch treatment all were reported to be patent with no coverage of the lsa. Post operatively the patient had a spinal drain placed. No additional complications were reported and the patient was transferred to the intensive care unit and discharged to home on postoperative day (pod) 5. The maximum aortic diameter within the treated area at discharge was not provided. The patient underwent follow up visits on unknown pod(s): 155, 356, 286, 434 and 756. On an unknown date, approximately pod 155, follow up imaging reported the aortic diameter within the treated aorta, evg measured 25mm. On an unknown date, approximately pod 356, follow up imaging reported the aortic diameter within the treated aorta, evg measured 34mm. On an unknown date, approximately pod 434, follow up imaging reported a type ii endoleak originating from a branch vessel. The patient underwent reintervention to treat the type ii endoleak and an infrarenal abdominal aortic aneurysm. A gore® excluder® aaa endoprosthesis featuring c3® delivery system (rlt351414) was implanted in proximal zone 9 and extended to distal zone 12. The aortic diameter within the treated aorta, evg measured 73mm. On an unknown date, approximately pod 756, follow up imaging reported the aortic diameter within the treated aorta, evg measured 27mm with no reported endoleak.